Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # (B)(4). Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh. The patient underwent a repair procedure for erosion. Subsequently the patient underwent an additional procedure as a result of fistula formation post mesh-removal.

Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 9617613-2016-00022. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 9617613-2016-00022 to indicate the change, referencing the new manufacturing report #.